Event description:
Champion af study: it was reported that there was a device related thrombus. Prior to the procedure, aspirin and apixaban were administered to the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 26.9 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin and apixaban. The patient came in for their four (4) month follow up imaging procedure. The computed tomography (CT) imaging showed a complete laa seal with no evidence of thrombus on the atrial facing surface of the closure device or in the left atrium. 574 days post procedure the patient presented to the emergency room with stroke-like symptoms of left sided weakness and changes in speech. The patient was not suitable for tenecteplase (tnk). The patient was then admitted to the hospital for further evaluation. Electrocardiogram (ECG) performed revealed non-sustained ventricular tachycardia and atrial fibrillation with ejection fraction of 20-25%. Bubble study was done which was found to be negative. Left heart catheterization (lhc) performed revealed ejection fraction of 25%. However, no significant obstructive coronary artery disease was noted. CT of the head without IV contrast was performed which revealed new subacute or chronic left cerebellar hemisphere infraction. Three (3) days later, magnetic resonance imaging (MRI) of the brain was performed which revealed abnormal restricted diffusion present in the left frontoparietal lobe and inferior portion of the left cerebellum with areas of acute infract and scattered periventricular white matter changes. Transesophageal echocardiogram (tee) was performed which revealed a thrombus on atrial facing surface of the closure device. The patient was diagnosed with having an ischemic stroke. At the time of the event the patient was on aspirin. The patient was given IV medications and oral medication was adjusted in response to this event. The patient was recommended to initiate eliquis along with IV medications and to follow up in 3 weeks for a follow up tee procedure. Five (5) days after being admitted to the hospital a repeat CT of the head (without contrast) was performed, which revealed left cerebellar, and parietal infracts without associated hemorrhage. The area of infraction was noted to be similar in size as compared to the prior MRI examination. The next day the patient slurred speech was noted to be improving, however they were still facing difficulty in using their right hand. On the same day repeat CT of head (without contrast) revealed no significant changes. The patient was started with eliquis for treatment of device thrombus. Eight (8) days after being admitted to the hospital, the patient was doing well, and their vital signs were stable. The patient was restarted on plavix. Nine (9) days after being admitted to the hospital, the patient was discharged to a rehabilitation/skilled nursing facility on clopidogrel and apixaban.